Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient's pump was "not functioning." It was also reported they are waiting for it to be taken out. No further info was provided. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient started experiencing the pump not working in (B)(6) of 2010. It was stated the "pump not functioning," meant that pump was flipping and the catheter was kinked. The patient experienced increased pain due to the problems with the infusion system. The pump was not replaced but the patient was put on oral medication. The patient's weight was unknown. No further complications were anticipated/reported.